Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported issue. However, there was a system message that was observed in the event log. The system was tested and met all product specifications. (B)(4).

Event description:
A biomedical engineer reported a loss of phaco power during a procedure. The handpiece was exchanged but did not resolve the issue. The system was then switched out and the case was completed. There was a slight delay of about 4-5 minutes to exchange the system. There was no patient impact reported.